Event description:
I had tvt bladder sling surgery in (B)(6) 2010, and immediately noticed a pull in my groin. I had a catheter remain in my body with serious infections for nine weeks until a second surgery was performed (B)(6), 2010, to cut the mesh. It took several weeks of self cath and bladder spasms before I gained use of my bladder but I am still incontinent. Since the second surgery, leg and thigh pain increased over months and moved into my hip and buttocks. I now use a walking stick to walk. I had an emg which did not show anything, but I cannot afford more tests as I do not have insurance. I am in constant pain every day and this has stopped me working or being productive. I am a cripple from this product.